Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case the images from the imaging system spin did not transfer to the navigation system. It was reported that in order to resolve the issue, the site had to exit/enter the synergy spine application and manually push the same 3d spin from the imaging system. The site confirmed that they were using a known working network cable. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs found that the imaging system sent an "abort exam transfer event" message to the navigation system.